Event description:
A pk papyrus covered stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a severely tortuous part of the mid distal lad during which a perforation occurred (no further information available). The affected pk papyrus was introduced into the patients body but could not cross. The pk papyrus was thus withdrawn during which the proximal edge of the stent was damaged. Eventually, a balloon was inflated to seal the perforation successfully. Patient was discharged home.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies and additional clinical information (e.g. Pk papyrus device registration form, cathlab report) could also not be obtained. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted review, no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.